Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose level was not entered into the pump and continuous glucose monitor (cgm) was not in use with the pump on (B)(6)/2018. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose level ranged from 50-70 (mg/dl); cause was unknown. Reportedly, the customer fell and bruised the arm. Per e-mail, customer became hospitalized; no further information was provided. Juice was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.